Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that in the past (date unknown), the patient's pump has been shut off twice. The first time was when they believed the patient was getting too much drug from their pump. The second time was when the patient had covid-19. The hcp stated they were not sure if the symptoms of stroke (hcp believed the patient had a stroke over the weekend), limited use of left side and no communication were related to the pump or not. The hcp was concerned that the pump would turn on in the magnetic resonance imaging (MRI).